Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
Same case as MDR ID: MDR ID 2134265-2018-06144, 2134265-2018-06145, 2134265-2018-06147 and 2134265-2018-06141. It was reported that the patient felt instability of the implanted coils. Five 6mm/ 6.5mm vortx¿ - 18 coils were already implanted in the patient on (B)(6) 2014. On (B)(6) 2018, the patient was sent for magnetic resonance imaging(MRI) for his lymphosacral and cervical spine. However, while conducting the MRI, it was noted that the patient felt a sensation of activation or instability of the coils placed in the implant site. Consequently, the examination was suspended. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Initially reported that five 6mm/6.5mm vortx 18 coils were already implanted in the patient on (B)(6) 2014 and correct implant date should have been (B)(6) 2004.